Manufacturer narrative:
A replacement reagent was sent to the customer. Device not involved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to glucose reagent cartridge leak. No injury was reported.